Event description:
The first kiwi was placed on the baby's head, but there was not enough vacuum. The device popped off the baby's head and hit the midwife. The second kiwi also performed the same way. There was not enough vacuum.